Manufacturer narrative:
Concomitant products: d204drm ICD, implanted: unk.

Event description:
It was reported that the atrial lead had been previously programmed off due to high outputs or inability to sense. However, the patient now needs atrial pacing. Therefore, the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.